Manufacturer narrative:
(B)(4). Date sent: 10/26/2021. Additional information received: according to the planning report, the product was not imported by j&j to mexico. 1. Procedure? Gastric bypass. 2. Did the product experience a malfunction during use? The product did not present any malfunction during its use.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: product complaint number: (B)(4). Complaint additional information: is the current patient status known? The status of the patient is good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The doctor says about the status of the patient is good and dont have any consequence. Investigation summary: according to the information received, the reported event for the reload was suspect diversion. Upon visual inspection of one photo, the following was observed: the photo shows a tyvek with the next information: lot t40v28, expiration date 2024/04/30 and product code gst60b. Lot number was reviewed, and it belongs to a gst60b device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/08/31. Additionally, the character is inconsistent with artwork and with no space. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the gst60b with lot number t40v28. The lot has a different expiration date registered in sap than what is printed on the product. The lot does not have a record in sap of arriving to (B)(4). The customer does not have any record of the lot either. Once the surgery was performed, when making the inventory adjustment, it wasn't possible since the material does not have an entry in the j&j (B)(4) warehouses, when consulting the lot involved in sap it was verified that the expiration date does not correspond to that of the material image. No patient consequences reported. No further information is available.